Event description:
In 2008, the patient reported that her blood glucose elevated to over 500 mg/dl one day prior, and it measured 301 the morning of the next day. Her normal blood glucose range is 70-140 mg/dl. She changed her infusion set and insulin cartridge the previous night. To troubleshoot she was instructed to disconnect from her infusion site and she was able to bolus 5 units of insulin successfully. Troubleshooting did not reveal any product issues. She stated that she recently lowered her late afternoon basal rates and she was assisted with increasing them to the previous settings. Further attempts to follow up with the patient was unsuccessful. The patient did not require medical assistance from a healthcare from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.